Event description:
Complaint device was returned and evaluated on 06-oct-2021, during lab evaluation it was observed that the needle kinked distally. Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k142688. Device evaluation: 1 unit of lot c1690693 of echo-hd-19-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 06 october 2021. A distal kink was observed at the notch of the needle. Document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1690693 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1690693. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the needle getting kinked at some point during set-up or during advancement causing a distal needle kink and the retraction difficulties reported. It is possible that the target site was difficult or it is possible the lesion itself was hard causing the distal needle kink. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During procedure the tip site where the coretrap is located was kinked. To retract the needle back into the sheath was impossible. Unfortunately, the customer has damaged their channel while retracting the entire device out of the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.